Event description:
It was reported that the patient presented for a device change out, externalized conductors above the rv coil was observed via diagnostic imaging. No electrical anomalies were detected. The lead was connected to the new device with no issues. Lead will be closely monitored.

Manufacturer narrative:
.